Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation of the device, intermittent capture resulting in retrograde p-waves was noted on the right atrial lead. The device was reprogrammed. Lead repositioning was discussed. The patient was stable and would continue to be monitored.

Event description:
New information noted that the lead dislodgement was discovered due to loss of capture. The patient presented in clinic on (B)(4) 2018. Therapy was effective due to good atrial sensing. The physician decided to not reposition the lead and would continue to monitor the patient. The patient was stable.